Event description:
There was an allegation of a false negative erythrocyte result using chemstrip 10 md and the urisys 1100 urine analyzer. The initial result was negative. The visual reading of repeat testing of the same sample gave a result of 50 ery/ul. The customer noted rbcs present on the microscopic exam of the sediment.

Manufacturer narrative:
The urisys 1100 urine analyzer serial number was (B)(6). The test strips were requested to be returned for investigation.

Manufacturer narrative:
Medwatch field d9 was updated one vial of chemstrip 10 md lot 71391905 and urisys 1100 analyzer serial number (B)(6) were received for investigation. The analyzer and test strip vial show no abnormalities and no signs of damage. The retention material of parent lot 71391900 and the customer material of lot 71391905 were measured on a retention urisys 1100 analyzer and on the customer urisysy 1100 analyzer with native-urine, an erythrocytes-dilution-series, a leukocytes-dilution-series, a nitrite-dilution-series, and a ketone-dilution-series. No false negative results were observed and all materials fulfilled the requirements. The investigation did not identify a product problem. The specific cause of the event could not be determined.